Event description:
The device involved in this MDR report was explanted 6 months after implant because intermittent atrial sensing / pacing were observed in aaisafer mode: normal behavior was observed in ddd mode.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.